Manufacturer narrative:
A corindus service engineer inspected the touchscreen and determined that it contained particles from an ammonium salt based cleaning solution. The corpath grx operator's manual states that "isopropyl alcohol (ipa) based disinfectants, germicides such as spor-klenz, or 10% to 20% bleach solutions" are recommended for cleaning. The use of an alternate cleaning solution may have led to the failure of the robotic drive touchscreen. The service engineer replaced the touchscreen and system is now functioning as intended.

Event description:
The robotic drive touchscreen became unresponsive when the technician selected "load/exchange device" to remove the guidewire. The system was rebooted but the "continue case" button could not be selected due to the unresponsive touchscreen. The emergency release button on the cassette had to be pressed to disassemble the cassette and remove the interventional devices from the patient.